Event description:
It was reported that post electrocautery procedure, a transmission noted the right ventricular (rv) lead had noise. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2010. (B)(4).